Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on that same day for the event. The patient was not sure about the cause of peritonitis, but stated that it might be because he was around cats and dogs. The patient was treated with ancef 2 grams ip. On (B)(6) 2013, the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12j30037. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.